Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarm during the rewind test due to corroded motor home switch. Unable to verify motion sensor test failure alarm due to motor error alarm. No black screen display anomaly noted. The electronic assembly had moisture damage. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm.